Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 200 mg/dl. The customer stated that they attempted programming a bolus for one unit, but the numbers kept increasing and had gone up tp 12 units. The customer was still connected to the insulin pump during the anomaly, but they did not press the act button, so the insulin was not delivered. The customer stated that they had a backup plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.